Manufacturer narrative:
One used ls2111 ligasure device was received, and evaluation of the sample confirmed an issue with a missing component. Visual inspection found one of the snaps had broken off and was not returned. Snap damage can be caused by the improperly misaligning the snaps onto the corresponding holes during assembly or disassembly. This damage can also be caused by multiple assembly attempts. The investigation identified the root cause of the issue to be damage from improper assembly or disassembly. The instructions included with this device lists proper assembly methods. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device would not activate. Examination of the received device on 2017-05-25 found one of the snap pins had broken off and was not returned. The customer was notified and confirmed that no piece of the device fell within the patient.